Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The recipient could no longer hear with the device after colliding into someone at school in (B)(6) 2019. There was slight redness above the implant housing noted. Re-implantation is under consideration.

Event description:
The recipient could no longer hear with the device after colliding into someone at school in (B)(6) 2019. There was slight redness above the implant housing noted. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient could no longer hear with the device after colliding into someone at school two days earlier. There was slight redness above the implant housing noted. An x ray showed the electrode array to be in the cochlea.